Event description:
Pt spontaneously called pharmacy stating her legacy pump will not allow her to prime before starting infusion and alarms empty reservoir on its own. She has not had any stoppage veletri therapy as her other pump works fine and is infusing properly. Currently pharmacy is shipping a replacement pump and a return box for the malfunctioning pump. No other info known. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: i27.0.